Manufacturer narrative:
The device was evaluated and the hardware was replaced by the provider in the field. The unit is working properly.

Event description:
Alleges consumer's ot cut foot on the anti-tips. Alleges ot was standing behind the wheelchair and was about to turn right and ot's ankle was cut by the protruding bolt on the anti-tip wheels.